Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was in the hospital at the time of the event. It was reported that the patient was conscious and was walking. It was reported that the patient's brother witnessed the treatment. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 15:44:04 on (B)(6) 2015. Rapid atrial fibrillation (af) contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained at the hospital and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at the hospital and continued to ware the lifevest. (Other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillation event. Device manufacture date; monitor (B)(4)- reuse; electrode belt sn (B)(4) 08/2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf